Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6996sq58 lead, implanted (B)(6) 2008; 8709sc catheter, implanted (B)(6) 2011; 8637 neuro pump, implanted (B)(6) 2011. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that during the implant attempt, the lead was not stable in the desired position; the lead retracted during the catheter removal. The lead was not implanted and a new lead with a different design was implanted. No patient complications have been reported as a result of this event.